Event description:
It was reported through a remote transmission that the device was exhibiting post-paced t-wave oversensing on the ventricular channel. The patient was asymptomatic. The device was reprogrammed and remains implanted.

Manufacturer narrative:
(B)(4).

Event description:
New information received: it was reported that non-sustained rv oversensing due to post paced t-wave oversensing was observed again. Some programming changes were made. Physician decided not to make any further changes. Patient was asymptomatic and will continue to be monitored.

Manufacturer narrative:
(B)(4).